Manufacturer narrative:
Returned device investigation: the balloon was fractured approximately 30 mm from the distal tip. The inner shaft was fractured near the gw port, approximately 298 mm from the distal tip, with evidence of tensile separation. Manufacturing record review: the device history records (DHR) were reviewed. No manufacturing nonconformities or abnormalities related to the device were identified. Manufacturer's evaluation: although the patient remained stable, the fractured component remained unretrieved within the body; therefore, the event was considered to have the potential to cause or contribute to a serious injury. Based on the investigation results, the guidewire and/or gw port section may have become caught on the sheath during device withdrawal, resulting in concentrated tensile stress near the gw port and subsequent inner shaft fracture. Continued withdrawal may then have caused balloon fracture. Therefore, this event is considered most likely attributable to procedural factors during device withdrawal. No evidence of a manufacturing or design deficiency was identified. In the instructions for use of crosperio rx (3213-2), we state the potential of known risk as below; [precautions during usage]: 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.) 21. While inserting this device into the blood vessel or removing this device from the blood vessel, make sure that the balloon is completely deflated. (A device with larger and longer balloon requires a longer deflation time.) 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Complications]: device failures: balloon rupture, breakage of the balloon and / or the catheter shaft, difficulty in removing the device.

Event description:
During a right leg angiogram procedure using a 6f 25cm pinnacle sheath with antegrade access a crosperio rx balloon was used to cross the at over a 014 nitrex wire. After performing the pta, they removed the balloon, the balloon was intact, but the markers were still visible in the at vessel. They used a different balloon in the at & inflated that balloon; after removing that balloon the angiogram showed the at still did not improve after both pta's. The markers were still visible in the at but the flow was still the same. They worked on the peroneal vessel & finished the case. The patient left the procedure in stable condition.